Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The manufacturer¿s international service technician evaluated the ventilator on 07-may-2019 and confirmed that it produced the "alarm led failed" diagnostic code. The service technician also found that the oxygen flow was out of specification. The service technician advised that the power switch overlay and the flow sensor assembly require replacement. A quote for these replacements was provided to the customer and their approval is pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 20sep 2019. Date of report: 23sep2019. The replaced power switch overlay was returned and failure investigation was performed on 19-sep-2019. It was determined that the green power led (light emitting diode) trace was damaged, which caused the reported power led indicator failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 14aug2019. Date of report: 15aug2019. The hospital could not disclose the patient's information. The manufacturer¿s international service technician replaced the power switch overlay to address the alarm led failure, and the flow sensor to address the oxygen flow and oxygen concentration being out of the allowable range. The ventilator successfully passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported (light emitting diode) led indicator faulty. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.